Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage on the insulin pump. The customer's blood glucose reading was 11.0 mmol/l. The customer stated that the pump was immersed in water and it gave a malfunction that alarmed no information on the screen. The customer stated that they stepped into the pool with the pump. The customer stated that there is fluid in the battery compartment. The customer was advised to inspect the o-ring on the battery cap. The customer stated that the o-ring is in place. The customer stated that the o-ring is free of debris. The customer stated that the battery cap is not damaged. The customer was advised to dry the battery cap with a cotton swab. The customer stated that there was no noticeable crack or damage. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on the lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump had scratched case and minor scratched lcd window.